Event description:
At 2 years 10 months after the primary, the patient came in reporting pain due to a loose tibial tray. The surgeon revised the tibial tray and poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 december 2021. Lot 187195: (B)(4) items manufactured and released on 07-dec-2018. Expiration date: 2023-nov-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.